Event description:
It was reported that the surgeon inserted an cq2015 three piece collamer lens and the lens tore during insertion. The lens was removed without any patient injury. Another lens was implanted.

Event description:
It was reported that the surgeon inserted an cq2015 three piece collamer lens and the lens tore during insertion. The lens was removed without any patient injury. Another lens was implanted.

Manufacturer narrative:
F10: patient code: 2199 - no consequence or impact to the patient, labeled, device code: 1628 - tear in device, unlabeled. Claim# 409173

Manufacturer narrative:
Claim# 409173.